Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact on the customer¿s blood glucose level. Customer support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was informed to contact customer support if the malfunction code recurred and acknowledged this guidance.